Event description:
Reportedly, on (B)(6) 2026, the power indicator of the smartview monitor no longer light up. After reboots, replugging the power cord, the issue could be temporary resolved. No transmission issues are reported. The monitor was therefore replaced.

Manufacturer narrative:
Investigation is still ongoing, results will be provided on the next report.